Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial leadless pacemaker exhibited high capture threshold, low pacing impedance and under-sensing after fixation. During this time, the patient experienced hypotension and atrial fibrillation, requiring successful external cardioversion to convert the rhythm. The device was ultimately re-positioned with adequate electrical values. During atrial sense test, a marker anomaly was noted. Poor conductive telemetry was noted as well while testing the device. The device was successfully implanted. The patient condition was stable.